Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with customer and confirmed that wired footswitch did not work intermittently. Upon testing the system remotely rse found that footswitch did not bounce back intermittently. To resolve the issue rse arranged replacement of wired footswitch and it was replaced by the customer on their own. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that intermittently the wired foot switch could not make exposures. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.